Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was that the single board computer (sbc) portion of the assembly was inoperative.

Event description:
The customer contacted physio-control to report that their device attempts to power on, but will power off before completing the boot-up process. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device attempts to power on, but will power off before completing the boot-up process. There was no patient use associated with the reported event.